Event description:
It was reported that the procedure was cancelled. A 1.25mm rotalink plus and a 330cm rotawire were selected for use. During the procedure, after a connection was made with the rotalink plus, the rotablator console, no longer functioned as expected. The light on the device displayed power on, however the device continued to turn off. Additionally, a stall message was displayed whenever the pedal was pressed to test the rotations. The procedure was not completed due to this event. There were no patient complications reported post procedure.